Manufacturer narrative:
Philips received a complaint on the tempus pro stating the device is having touchscreen issues preventing setting changes. The bench technician was unable to confirm the complaint, the device is working correctly. The bench technician replaced the screen protector as a preventive measure and calibrated the touch screen. The bench technician soaked the device in for 24 hours and cycled the power 20 times with no observations. No further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The technician confirmed that the device functions and is working correctly. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that touch screen issues which prevented being able to obtain blood pressure and 3 lead/12 lead. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.